Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pleora failed causing the system to not boot up because it could not communicate with the detector. Pleora was replaced which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The parts have been received by the manufacturer for evaluation but results are not available yet.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was stuck in standalone mode and would not progress past that.

Manufacturer narrative:
The suspected pleora was returned to the manufacturer for analysis. Analysis found that failure confirmed and system with this hardware remained in standalone mode. Analysis found that the reported event was related to a electrical issue. The suspected interface cable was returned to the manufacturer for analysis. Analysis found that no issue. Analysis found that the reported event was not related to this hardware.